Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Info learned from implant pt registry. It is now known that the pt has expired. Pt also had another device implanted. It was additionally reported that a second device, model#, was implanted. Refer to MFR report# 6000002-2008-08552.